Event description:
It was reported that this inflatable penile prosthesis (ipp) pump exhibited fluid loss due to a tear in its tubing; therefore, a surgical procedure to remove the device was performed. There were no patient complications reported.